Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was an error message on the touchscreen when attempting a calibration. It was reported there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer (rse) provided the customer with the part number of the touchscreen to order and replace.

Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.